Event description:
This is a spontaneous case report received from a gynecologist/obstetrician in united states on (B)(6) 2014 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014 for permanent sterilization. Pregnancy was denied. Physician stated that she was in the operation room and able to place one side correctly but when did the wheel back could not find the gold band. As she moved the delivery device as pulling out at the initial site, it locked on and would not come out. Physician did not know if the patient was having a tubal spasm and ended up stretching the entire device as pulling out of tube and finally she got out as much as she could see and converted over to a tubal. No further information was provided. Product technical complaint (ptc) results received on 07-oct-2014 and updated on 17-oct-2014: (B)(4). Final assessment: detachment difficulty is defined as a failure of the micro-insert to detach (separate) from the delivery system. Per the instructions for use (IFU), the physician must perform the following steps in order to achieve proper detachment: rollback to initial hard stop. Depress button. Perform final rollback. Under normal circumstances, when the physician completes all deployment steps as outlined in the IFU, the micro-insert assembly will detach from the delivery wire and remain in the fallopian tube. Several factors can contribute to a detachment difficulty event. The most likely root causes are tubal spasms which can clamp down on the distal end of the catheter and prevent the microinsert from releasing from the delivery wire, stretching of micro-insert during placement attempts which tightens the inserts grip on the delivery wire, repositioning of the catheter after the first rollback and button press are completed which can also tighten the insert's grip on the delivery wire, and potential manufacturing deficiencies. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, the outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all are within manufacturing specifications. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Conclusions: the possibility of a detachment difficulty event during the procedure is an anticipated event. According to the dfmea, the main consequence is a physician inconvenience because the procedure could need to be aborted or rescheduled. No breakage event was reported. As reported the device was stretched. Medical assessment: this ptc was initiated due to a product quality issue. In addition, the ae case refers to a usability issue. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. The reported usability issue will be subject to post marketing surveillance monitoring. Based on the received ptc results (no breakage event) this case was downgraded to non-serious, non-incident. Follow up from 06-apr-2015: the required numbers of follow up attempts was completed, with no response to date. Follow-up information was received on 29-apr-2015 from physician. Patient's initials, date of birth, weight and height were provided. This report refers to a (B)(6) female patient with no previous gynecological interventions, gynecological problems or procedures, no relevant medical history or concurrent conditions. She was not on postpartum state at the time of essure insertion. On (B)(6) 2014 essure (lot number c76446) was inserted under general anesthesia for sterilization. Patient's uterus was anteverted and there was no adnexal masses. The uterus was sounded to 6cm and cervix was dilated up to 5.5 hagar dilator. Both tubal ostia were visualized and were normal, fluid loss during hysteroscopy was less than 1500cc. The essure device was easily implanted in the left ostium with 3 coils visualized in the cavity. The procedure took more than 20 minutes because the device malfunctioned on insertion into the right ostium. The device was introduced into the right ostium and advanced without difficulty into the tube; the coil was deployed but according to the physician, the sleeve protecting the coil did not allow for visualization of the markers for placement of the device. She attempted to withdrawn the device from the uterus but it was adherent to the tube. Partial coils and wire were removed in several pieces from right ostium with the operative graspers. A small portion of the coil remained adherent inside the tube. A small amount of bleeding was noted on anterior lip of cervix. Given the desire for sterilization, the case was converted to laparoscopic salpingectomy. During this surgery the uterus, tubes and ovaries were normal. Bilateral salpingectomy was performed and essure coil was removed from left tube. The portion of coil was not seen in right tube. Patient was taken to the recovery room in a stable condition, having suffered no apparent untoward event. Pathology results were normal with device placed unilaterally. Physician stated essure removal was medically necessary. This case was upgraded to incident. Updated ptc investigation result (with lot number c76446) received on 06-may-2015: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, the outer catheter, the inner catheter, and all parts within the handle assembly. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of a detachment difficulty event during the procedure is an anticipated event. Medical assessment: this ptc was initiated due to a product quality issue reported in the context of a complicated device removal. The ae case refers to ausability issue. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical investigation concluded unconfirmed quality defect. The reported adverse events are known, possible, undesirable events and not indicative of a quality deficit per se. 6 further ae case reports have been received to date in relation to the reported batch, of which 4 cases refer also to similar types of adverse events. No unusual pattern could be identified. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up information received on 05-may-2015: no new information provided. Company causality comment: this medically-confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) easily inserted in left fallopian tube; in right fallopian tube however; the insertion was difficult and when the physician tried to withdrawal the device partial coils and wire were removed in several pieces from the right ostium. Patient was submitted to a laparoscopic bilateral salpingectomy. During this surgery, essure was removed from left side; no portion of coil was seen in right tube. The reported event, regarded as device breakage during an attempt of essure removal, is listed according to essure's reference safety information. Once essure is placed, hysteroscopic insert removal should not be performed unless 18 or more trailing coils are seen inside the uterine cavity. Attempted removal with less than 18 trailing coils may result in fractured insert, fallopian tube perforation or other injury. In this particular case, considering the reported device breakage occurred in association with a difficult essure insertion, causality with the suspect insert cannot be excluded. Additionally, it was reported a small amount of bleeding in anterior lip of cervix; this event is listed for essure and as it occurred during essure procedure it was considered as related to the suspect device. This case was previously regarded as non-incident; however upon receipt of follow-up information it was upgraded to incident, due to the required intervention for device removal. A product technical complaint analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected.